Event description:
Information was received from a patient/ hcp via manufacturer representative who was implanted with an implantable neurostimulator ( ins) for other pain indications - other and spinal pain indications. It was reported that patient was not getting adequate therapy for her current pain. Revision/replacement of leads. The patient was not getting coverage of her current pain based on lead placement. Dr. Richardson explanted the three leads and extension and replaced with two leads to better cover her coccyx pain. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v157693, implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: lead. Product ID: 3888-56, lot#: v171569, implanted: (B)(6)2010, explanted: (B)(6) 2022, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3888-56, serial/lot #: (B)(4), ubd: 23-sep-2012, UDI#: (B)(4). Product ID: 3888-56, serial/lot #: (B)(4), ubd: 03-nov-2012, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 12-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.